Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Event description:
During service, the manufacturer's field service engineer reported that the backup battery failed testing. There was no patient involvement.